Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer ref: 2184149-2020-00222. During an atrial fibrillation ablation procedure, there was an amplifier error that stated "packet rate out of bounds" and the procedure was cancelled. The error was cleared and the rate detection algorithm was turned off, but the issue remained. The amplifier was exchanged, but the same issue happened with the second amplifier. There were no adverse consequences to the patient.

Manufacturer narrative:
One workmate claris amplifier was received for evaluation. Visual inspection revealed the connectors, switches, and labels had no physical damage. All of the mounting hardware was secured. The returned workmate claris amplifier was powered on and amplifier error message was displayed when connected to a test standard workmate claris computer. Non-signal was displayed using the catheter interface module and ECG simulator. The ECG bio switching card was temporarily replaced with a test standard card and a normal signal display was observed. Using the test standard bio switching card, basic signal acquisition/quality test which included the surface ECG, baseline, amplitude, and stimulus switching were performed and confirmed that all the signals were within the specifications. The communication test was run and no interrupted or drop in communication was observed. However, when the returned ECG bio switching card was reinstalled, the missing signals were displayed. The reported field event was isolated to an intermittent ECG bio switching card. The reported complaint of packet error was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported field event was isolated to an intermittent ECG bio switching card.